Manufacturer narrative:
(B)(4). The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned fully fired. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a right colectomy procedure, the device was fired for fifth time and as the firing knob was returned to it's original position, the firing knob broke off at the curve of handle. The firing knob did not fall into patient. The case was completed at that point, so no new device was needed. There were no patient consequences reported.